Event description:
The distal section of catheter was replaced due to an inflammatory mass. The pump was filled with saline and then programmed to deliver the remaining morphine 25 mg/ml at the same rate as prior to surgery; the rate was 7.989 mg/day. The pt was going to continue to receive sterile saline running at minimum rate until the mass dissipated. Once the mass was gone, they would start her out at a lower concentration and rate to see how her body handled it. The pt experienced an increased amount of pain and a headache associated with the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported via manufacturer's report # 3004209178-2014-03115 : [it was reported that there was an indium study in 2010 and a pocket revision. It was reported that the pump was filled with saline because of behavioral issues/non-compliance. Additional information has been requested, but was not available as of the date of this report.] Additional information later reported the patient was found to have a granuloma at t11 cath tip so the morphine was removed and replaced with normal saline. The catheter was removed and a new catheter was implanted at t6/7 on (B)(6) 2010. The pump was refilled with morphine 5mg/ml on (B)(6) 2010. The experienced lack of efficacy at the time of the granuloma finding. The patient also reported increased pain in low back and legs (B)(6) 2010. The pump was found to be flipped over in the pocket (B)(6) 2010 and increased pain was attributed to coiled/kinked catheter from repeated pump flipping. However none were found when the pump pocket was revised. The catheter could not be aspirated at that time so the pump was tethered and the pocket closed but since the patient's increased pain and decreased efficacy was still of a concern an indium scan was ordered to eval for granuloma as cause for lack of catheter aspiration. This showed obstruction at t12 which prompted catheter replacement and removal of the morphine. It was further indicated that the pump was not initially tethered which contributed to its flipping in the pocket.